Event description:
Voluntary medwatch received states the patient's right ventricular lead exhibited low pacing impedance and high capture threshold. Also, it was noted that the patient leads had vegetation and infection. The intervention and patient condition were unknown.